Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple pockets opened on controlled medication in a-system. The customer stated that the malfunction occurred when users were trying to dispense medications to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that a single-dose mini pocket in drawer 1-9 was opening multiple pockets simultaneously. It was also observed that the barcode strip was covered in dust. The fse cleaned the barcode strips for all mini drawers and tested each pocket. All pockets in the mini drawer passed testing successfully. The customer verified that the drawer was operational. Additionally, fse secured all drawers controller bus connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple pockets opened on controlled medication in a-system. The customer stated that the malfunction occurred when users were trying to dispense medications to a patient. However, there were no adverse events or injuries reported based on this event.